Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The husband reported the ambulance was called sunday night because they could not get her bg (blood glucose) to go down despite multiple boluses as well as manual injections. The patient was lethargic all day sunday after vomiting all night and not able to talk. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod on the arm. Around midnight they arrived to the hospital; at that time, the patient was experiencing no kidney function and extremely low blood pressure which caused her to nearly go comatose. The patient was diagnosed with strep throat, pneumonia, sepsis (blood infection), acute kidney injury (45% function), possible heart attack, and dehydration. The patient was treated with an IV drip of insulin, sodium chloride 0.9%, norepinephrine bitartrate, fluids, antibiotics, electrocardiogram, kidney ultrasound, and stress test. They were going to stop the insulin drip and replace that with injections. The hospital could not get her blood pressure up and could not get her blood sugar to go down. The patient was prescribed augmentin 875mg, 2 times day for 5 days. The device was thrown away.